Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was explanted due to infection. All explanted devices were discarded, and there were no plans to replace the items.